Event description:
Pt came to facility to have an MRI done. Pt is severely claustrophobic and was sedated for the MRI procedure. When the procedure was completed and the electrodes were removed from her chest, there were 3 burns on her chest. The burns matched the gelled area of the electrodes.